Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, the foam of air path foam assembly was peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device's air path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for high inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, the foam of air path foam assembly was peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.